Event description:
It was reported that this pacemaker system is going to be explanted. Field representative mentioned the reason was not provided and it was possible one of the leads was not working properly. No additional adverse patient effect were reported.